Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a lynx sling and cystoscopy procedure performed on (B)(6) 2018, for the treatment of stress urine incontinence secondary to hypermobility of the urethra. As reported by the patient's attorney, the patient had experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).